Manufacturer narrative:
Cmpl (B)(4) labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 10/21/2024, that on (B)(6) 2024, the patient experienced a skin reaction. Date of event is an approximation. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient experienced a skin reaction with inflammation, pustules, swelling, infection and bruised under entire patch area, which occurred 3 days after the sensor had been inserted in the arm. The patient went to the clinic and was prescribed oral antibiotics (doxycycline 25 mg) and went home the same day. The patient was in good condition at the time of report. No additional event or patient information is available.